Event description:
It was reported that the hcp experienced difficulty accessing the center port at pump refill despite using the template. The hcp was unable to aspirate 15 mls, the expected reservoir volume. Only 2 mls were aspirated. The pump moved around in the pump pocket. Upon insertion of the needle, they felt only metal. The hcp going to access the port under x-ray. Additional information has been requested from the hcp, but was not available as of the date of this report.